Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. No running screen, number ramping, or scroll bar anomalies were noted on the display. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that when the customer tried entering information into the insulin pump, the numbers kept scrolling. The customer's blood glucose was unknown. The customer stated that they removed the battery for approximately two hours and reinserted the battery, and the insulin pump seemed to be working fine, but, all of the data was lost. The discontinuation of the device was advised. Nothing further was reported.